Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during hemostasis using the angio-seal device, a dimple was noted, and the tamping marker was fully exposed. Hemostasis was successfully achieved in the catheterization laboratory, and the patient was returned to the patient's room. In the next morning, the patient was released from 18 hours of bed rest. After the patient started walking, the nurse noticed a hematoma at the puncture site. Manual compression was applied to the puncture site for 30 minutes, and hemostasis was successfully achieved. The blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. In the next morning, after the patient was released from bed rest and started walking, a hematoma was noted at the puncture site. Manual compression was applied to the puncture site for 30 minutes, and hemostasis was successfully achieved. No equipment or other devices were used with the above product. The physician comments that the event was not caused by the product, rather than by a procedural problem. Obesity and dual antiplatelet therapy may also have contributed. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 9.5 mm. Bleeding occurred out of the procedure room. A hematoma was present. A pre-deployment angio-gram was performed. The puncture was right femoral artery. The patient's hospitalization was extended due to the event. The patient required non-surgical intervention due to the event. Manual compression for 30 minutes. A CT was performed to diagnose the bleed. The patient was recovering.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been excess tamping as the tamping marker was reported to have been fully exposed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).